Event description:
It was reported that the patient experienced ventricular tachycardia and ventricular fibrillation after the pulse generator exhibited loss of capture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.